Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer shaft, mid-shaft and the remainder of the device were checked for damage. The handle was opened when returned. Visual examination showed multiple kinks on the outer sheath. The mid-shaft showed damage from the marker band proximal approximately 13.5cm and was detached from the retainer clip. The stent was returned in the device and was partially deployed approximately 8mm from the markerband and fractured. The proximal inner was detached from the device. The inner liner was separated from the clip. The devices thumbwheel lock was not returned. The retainer clip was detached from the pull handle and not returned with the device. The tip was detached and missing. The cuff bond clip was also not returned. Device analysis determined the condition of the returned device was consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a 7x150 130cm eluvia¿ stent deployed 2cm then deployment stopped. The device was exchanged and no patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that a 7x150 130cm eluvia¿ stent deployed 2cm then deployment stopped. The device was exchanged and no patient complications were reported. This product is only ous approved but it is similar to an approved us device.